Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced device damage while still considered operable. The following information was provided by the initial reporter: an animal owner reported that the plunger rod was found to be damaged when the plunger cap was removed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-08. H6: investigation summary: customer returned a single 0.3ml syringe with no other identification. The thumb press, as well as a <1cm section of the plunger rod, have broken off. The plunger cap was also broken, with a small horizontal split towards the syringe¿s proximal tip. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the damage to the plunger rod. Root cause for this defect cannot be determined.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced device damage while still considered operable. The following information was provided by the initial reporter: an animal owner reported that the plunger rod was found to be damaged when the plunger cap was removed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced device damage while still considered operable. The following information was provided by the initial reporter: an animal owner reported that the plunger rod was found to be damaged when the plunger cap was removed.